Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the needle was hard to remove when the sensor had inserted. The customer¿s blood glucose was 162 mg/dl at the time of incident. Customer reported that they did receive medical treatment as a result of needle stick. The sensor will not be returned for analysis.